Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the user connecting the electrical contacts of the video connector to the device without sufficiently drying. Omsc concluded that scope communication error b30 occurred because stable communication between the endoscope and the video system center could not be performed due to the unstable electrical contacts of the video connector. In addition, the endoscope connected via the videoscope cable had a different communication method from the olympus video scope 170 series, so the scope communication error b30 did not occur. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The evaluation of the device by the service department of olympus (B)(4) (oekg). Confirmed the following; the video connector socket of the device was damaged by moisture. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use, a scope communication error (b30) occurred. This communication error occurred when using with the olympus video scope 170 series. There was no report of patient injury associated with this event.